Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "medical doctor was performing the procedure according to IFU. But swg was kinking during insertion. Medical doctor judged it as a defective product so finished the procedure with new kit without abnormality". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly for evaluation. Visual inspection of the swg revealed one slight bend in the wire body near the distal end. Microscopic examination of the swg confirmed that both welds were full and present. The bend in the swg body was located 565 mm from the proximal end. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.844 mm which is within specifications of 0.838-.877mm per swg graphic. The returned swg was inserted into a lab inventory ars and a lab inventory 18 ga introducer needle; the undamaged portions of the swg passed through with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through this complaint investigation. The returned guide wire contained one slight bend in the body. The returned guide wire met all relevant dimensional requirements and a device history record review was performed based on sales history with no manufacturing related issues identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was kinking during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient harm reported. The patient's condition is reported as fine.